Manufacturer narrative:
The reported field event of inappropriately failing to deliver hv therapy was not confirmed, however, undersensing was confirmed by electrogram (egm) review. Egm review revealed the patient was experiencing an agonal rhythm during the event. This should be seen as a circumstance beyond the expected device limits. The device was tested on the bench and appeared normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. The cause of death was ventricular fibrillation (vf). The patient experienced vf for 7 minutes and the cardiac resynchronization therapy defibrillator failed to deliver therapy due to undersensing.